Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at recommended replacement time (rrt) and the atrial lead exhibited high thresholds. The ipg was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.